Manufacturer narrative:
One sample and three photos were received for evaluation. A device history record (DHR) review was performed which indicated all inspections were completed and no issues were noted during manufacture. Visual and functional testing were performed and the reported issue was confirmed. During visual inspection, no defects were found in the photos. During testing of the cuff on the returned sample, the sample failed the inflation testing and presented bubbles. The root cause of the reported issue on the returned sample was air leak however; the probably root cause was noted as an occurrence related to the handling follow shipment from the manufacturer. Manufacturing controls and instructions for use (IFU) are in place to help prevent occurrence of the reported issue. D5 is nurse. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that during cuff testing, prior to use, the product presented a bubble indicating a tear in the cuff or balloon. No patient involvement reported.